Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during product evaluation. This device is a single use device and will not be repaired. The root cause of this issue is currently being investigated under CAPA#(B)(4). Additional: a batch review has been performed and there were no exceptions noted during the manufacturing of this device. Correction: the following information was erroneously omitted from the initial medwatch: this device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter to report an infusor in which the reservoir ruptured during filling. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.